Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a failed battery test alarm on his insulin pump. The customer stated that he had already replaced his insulin pump three times for the same issue. The customer's blood glucose was unknown. Troubleshooting was done. Customer received failed battery test alarm again. Advised customer that he would receive a battery cap, energizer batteries and a case for the insulin pump to see if that would resolve the issue. Advised customer to call back if the issue recurred. Nothing further reported.